Event description:
It was reported that the physician attempted to deploy the filter and the hooks got caught in the sheath. When they finally dislodged, it appeared as though they were crossed. As a result, the filter legs did not open and the filter began to migrate cephalad, the physician successfully retrieved the filter through the jugular with a recovery cone.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The returned g2 delivery system and filter were evaluated. There was no introducer returned with the g2 delivery system. Upon initial inspection of the returned sample, the distal section of the pusher wire (pusher pad to the split spine) appeared slightly bent. Otherwise, the pusherwire appeared clean and intact. The split spline, proximal cylinder location, and wire od were measured and met specifications. The storage tube and the y-body had no defects and were intact. Initial inspection of the returned filter showed that there were 2 sets of legs crossed. All filter arms and legs were present and intact. The filter was measured and met specifications. The result of the investigation was confirmed based on the crossed legs on the filter. The root cause is unk. The introducer sheath used during the procedure was not returned for eval. The IFU (info for use) for this device states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during the procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.